Event description:
The manufacturer received information alleging a malfunction that the device won't charge. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's power cord needs to be replaced to address the issue.